Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an unknown issue; this condition had the potential to interrupt delivery. This condition was found in the medicine department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an unknown issue was not confirmed or duplicated during product evaluation. The quality engineer determined that the problem was the damaged door. The cause of this condition was determined to be cracks in the door latch/handle area. The door latch assembly was replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.